Event description:
It was reported that during a radical prostate procedure, the surgeon stated that the device would close completely but the knife blade would not fully deploy and the seal cycle would not complete. There were no patient consequences. Case completed with no energy. One device will be returned.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent. The device was not received for analysis; therefore, an investigation could not be performed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.